Manufacturer narrative:
The probable root cause is due to a faulty can cable. This can be resolved by contacting isi and having the fse service the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is ongoing to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse could not program new insufflator. Ran into multiple errors, called dvstat and they had not seen that issue before. After a couple hours of troubleshooting we are going to order a cios, ccc, and insufflator and attempt the fix with the new parts.

Event description:
It was reported that an 'insufflator is disabled' message was encountered. The staff attempted rebooting the system, but it did not resolve the issue. Technical support instructed the caller to perform a hard power cycle, which also did not resolve the problem. The insufflator was rebooted again without success. The caller mentioned they would use a third-party airseal to complete the procedure. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Field service engineer (fse) replaced the canbus cable to resolve the issue. Fse performed a system verification.